Manufacturer narrative:
There is no known patient involvement. PMA 510(k): the heater-cooler 16-02-80 is not distributed in the USA, but it is similar to heater-cooler 16-02-85, which is distributed in the USA (510(k) number: k052601). Recall number. Livanova (B)(4) implemented a field safety notice for disinfection and cleaning of sorin heater-cooler devices. The z number is z-2076/2081-2015. Livanova (B)(4) manufactures the heater-cooler system 3t. The incident occurred in (B)(6). This medwatch report is being filed on behalf of livanova (B)(4). Through follow-up communication with the customer, livanova (B)(4) learned that the device has tested negative in the past in (B)(6) 2017. The customer reported that the heater-cooler is placed inside the operation theater during use at a distance of approximately 190 cm from the operation field with the fan oriented 90 degrees from the patient. It was also reported that a repair filter is installed over the entire patient field. On (B)(6) 2017, livanova (B)(4) learned that the unit was confirmed to be contaminated with mycobacterium chimaera. A loaner device was provided to the customer and the contaminated unit was returned to livanova (B)(4) for deep disinfection. Upon arrival at livanova (B)(4), a cleaning cycle was performed according to the instructions for use (IFU). Samples were taken from the contaminated unit after a cleaning cycle was performed, but prior to undergoing deep disinfection. None of these samples have tested positive at this time. A deep disinfection process has been completed on the involved unit. A review of the DHR did not identify any deviations or non-conformities relevant to the reported issue. The investigation is on-going. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report. Device not returned.

Event description:
Livanova (B)(4) received a report that a heater-cooler system 3t tested positive for acid-fast bacilli (afb) during maintenance. The hospital indicated that the cleaning and disinfection procedure has been performed according to the instructions for use (IFU). There is no known patient involvement.